Manufacturer narrative:
(B)(4). The following information has been requested and received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. What is the lot number of the reservoir? Lot number is unknown. Did the reservoir function properly upon first activation? If yes, how many reactivation were performed when issue was noticed? The product was used for 1 week, however, it is unknown how many activation was performed when the issue was noticed. Was another reservoir used to correct the situation? No further information will be provided. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. Reservoir used for about a week in the ward. A hole was created at a corner on the exit port side of the reservoir. When trying to reactivate the reservoir, air was absorbed into the reservoir. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.